Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Per tandem¿s x2 user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with over 300 units of insulin. Additionally, the insulin gauge was inaccurate. The customer used cold insulin to fill the cartridge. The customer¿s blood glucose level was 100-200 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.